Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lots that would have contributed to this event and a review of the complaint history identified no similar incident reported from this lot. Based on available information, a cause for the reported single leaflet device attachment (slda) could not be determined. The reported mitral regurgitation (mr) and dyspnea were a cascading event of slda. The reported patient effects of mr and dyspnea are listed in the instructions for use as known possible complication associated with mitraclip procedures. The reported unexpected medical intervention and hospitalization are a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
Date of event: estimated date. The device will not be returned for evaluation, the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report single leaflet device attachment/slda, prolonged hospitalization, and recurrent mitral regurgitation, and medical intervention. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. It was noted posterior prolapse. On (B)(6) 2021, one clip was successfully implanted, reducing mr to 1. A 30 day follow-up was performed, and the clip was stable. Then on an unknown date, after the follow-up, the patient returned with shortness of breath. The clip became detached from the posterior leaflet, but remained attached to the anterior leaflet (single leaflet device attachment/slda), increasing mr to 4. The patient remained hospitalized. On (B)(6) 2021, the patient underwent a second mitraclip procedure. One additional clip was implanted, reducing mr to 2. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.